Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of the presenting data from this implantable system identified crosstalk and noise resulting in oversensing. Several inappropriately stored episodes of ventricular tachycardia were identified. The noise associated with these events appeared to possibly be from external electromagnetic interference and it was not observed on the atrial channel. The oversensing did not result in any pacing inhibition as the patient had an underlying rhythm. A boston scientific technical services consultant recommended the patient come into the clinic for a full evaluation. The system was subsequently explanted and replaced. No additional adverse patient effects were reported.